Manufacturer narrative:
Device expiration date: unknown. Initial reporter state: the initial reporter's state was determined to be il based on the area code portion of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: leaking at the white disc.

Manufacturer narrative:
Investigation summary: due to no physical sample or photo being received, the complaint of leakage could not be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: leaking at the white disc.